Manufacturer narrative:
The returned device was evaluated and the investigation found the exposed portion of the soft cannula to be damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 250 mg/dl.